Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. PMA/510(k) number k101880.

Event description:
It was reported that when doctor was placing the implant he noticed the internal hex was damaged. The implant was removed and the doctor placed another instead.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant (tsvmwb10) was returned for investigation. Visual evaluation of the as returned product identified that the internal hex was rounded. Functional testing could not be performed since the drive feature was damaged. Pre-existing condition noted on the per was 'low density ¿ type IV'. The reported device was being placed on tooth # 36 (fdi) when the incident occurred. X-ray or picture image was not provided. Documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause implant failure. DHR review for the lot (1234496) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1234496) for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.